Manufacturer narrative:
The reported improper results issue was not verified during service. Technician was unable to confirm the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a act plus instrument, it was reported improper results occurred. Use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred.